Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The original lot number, 6185722, was us lot # received once device was repackaged at (B)(4). Device received in (B)(4) 2010, not available at this time. A review of the mfg record has been requested.

Event description:
(B)(4) center of synthes (B)(6)informed synthes product service, (B)(6), that multiple unopened transverse bars and transconnectors were found on incoming inspection to have the screws completely separated from the devices inside the packages. This is 8 of 10 reports for the same event.